Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. There was noise on the lead. No other anomalies reported. The lead was capped on (B)(6) 2017 and replaced. Patient was stable prior, during and post procedure.